Event description:
Receiving dopamine infusion via medfusion syringe pump. Sudden drop in bp over 4-5 mins. Albumin bolus started without improvement in bp. During hypotensive episode, pump alarmed "check clutch." Syringe was seated properly in pump. Approx. 15 mins later, pump alarmed again. Marks on syringe checked and it appeared no dopamine had been infused. Again, syringe was properly seated. Pump and syringe changed with increase in bp within 10 mins. Noted "clutch" piece on original pump was cracked.